Event description:
A (B) (6) male pt contacted lifecor customer support to report that he has been getting arrhythmia alarms for most of the day. Support had the pt download and the download revealed many events that are due to artifact. The pt would not let support replace the electrode belt. On 04/15/2009, support contacted the pt, who again refused a new electrode belt. On (B) (6) 2009, the pt ended use.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have a broken wires in the trunk cable. These internal short caused noise in both the side-to-side and front-to-back channels. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt sheath was also tore through. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable.